Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that drawer has broken parts. A field service engineer, verified that customer successfully replaced the drawer. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the pyxis medstation es system manual lock of drawer 5, which is red in color, has completely detached. The customer stated that the malfunction caused a delay in accessing medication. There were no adverse events or injuries reported based on this incident.